Manufacturer narrative:
The referenced report of history of driveline infection is covered under medwatch MFR report#2916596-2017-02074, medwatch MFR report# 2916596-2017-03361, and medwatch MFR report #2916596-2018-00002. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 6 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the emergency room (ed) with driveline exit site pain. The customer stated that the pain was due to an ongoing (B)(6) and coagulase-negative staphylococcus (cons) driveline site infection which was being treated for suppression. The patient received intravenous antibiotics for the infection. As of (B)(6) 2018, the patient was at home on ongoing supportive treatment. No additional information was provided.

Manufacturer narrative:
A pump stoppage was confirmed through the evaluation of the submitted system controller log files. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.